Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in receptor (rx) module. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in receptor (rx) module, error code e222 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use the video system center had error e222 occur. There were no reports of patient harm.